Event description:
Approximately one year ago md used omega-21 system to revise a previous procedure. Subsequently it was noted on x-ray that one of the rods had broken just above the expandable screw. Md removed the system.